Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2018 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that during pump replacement, it was discovered that the pump pocket area was heavily calcified. It was noted that the calcification was covering the entire top of the pump. The clinical diagnosis was beta lactam resistant bacteria including cefalosporins. Interventions included antibiotic administration. The event was resolved without sequelae on (B)(6) 2018. The etiology indicated the event was not related to the device or therapy and was possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to pump pocket infection-beta lactam resistant bacteria including cephalosporins. No further complications were reported.

Manufacturer narrative:
Conclusion code 22 no longer applies and instead conclusion code 22 applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the patient's baseline weight was not measured. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.